Manufacturer narrative:
The field service engineer (fse) did not find a cause for the issue. The fse replaced the sample probe, verified mechanical adjustments and performed a 21 sample precision test with acceptable results.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect k for gen.2 on a cobas 4000 c (311) stand alone system. The initial result was 6.72 mmol/l. The sample was repeated on a c501 module with a result of 4.58 mmol/l. The sample was repeated on the c311 system with a result of 4.72 mmol/l. The result of 4.72 mmol/l was believed to be correct. The questionable result was not reported outside of the laboratory. The k cartridge lot number and expiration date were not provided.

Manufacturer narrative:
Qc was acceptable. The service actions appear to have resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.